Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: it was reported that the device had breakage and color issues. There were no samples received for analysis. Only a picture of the samples was received for analysis. Upon visual inspection of the picture, four unopened samples of product code 163 lot#af6332 with the suture discolored but no broken could be observed. However no conclusion could be reach as the sample were not returned for analysis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.  Additional information was requested and the following was obtained: reason for the surgical procedure: oncological surgery procedures. Date of surgical procedure: (B)(6). Demographic data of the patient (initials starting with surname, age and gender). They are not available. Was there any damage / consequence to the patient due to the problem with the suture? They do not know. What action did the doctor take to correct the problem with the suture? They changed the product for another suture material. Was there a surgical delay due to the suture problem? No. Does the hcp consider that the delay could have caused death / serious injury / damage / consequence to the patient? If yes, explain the risk assessed by the doctor. Do not have the information. What is the current state of the patient? Do not have the information. Name and complete address of the clinic / hospital that reports. Can the product be recovered for analysis? Yes, in secondary packaging. What is the specific number of devices (total qty involved) that failed during this one procedure? Not informed. How was the procedure completed? With a other suture.

Event description:
It was reported that a patient underwent an oncological surgical procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke. It was noted the suture strand was discolored. It was reported that it was taken directly from the packaging and that it had not been exposed to any type of heat, liquid or procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was received.